Event description:
It was reported that following a repeat c-section and upon a scheduled removal of the wound drain, the drain broke. No perforations were made in the drain during placement and drain was not anchored, so no sutures were used to keep it in place. The drain was checked during closure for free motion. During the removal process, the doctor applied normal tension initially and when tension increased moderately, the drain broke. The patient was taken back to the or and placed under general anesthesia and the wound was opened to the sub fascial area to remove the indwelling portion of drain. No further complications were reported.

Manufacturer narrative:
No sample was provided for the company's evaluation. The device history record for the reported lot number found nothing that could have caused or contributed to the reported issue. The instructions for us state that to avoid the possibility of drain damage or breakage: avoid suturing through drain. Drains should lie flat and in the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which blood cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks".